Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient uses tandem tslim in modified closed loop. The dexcom was reading 85mg/dl and his fs was at 170mg/dl. He was feeling thirsty and had more aches and pain on his body. He didn't do any treatment at home. He decided to go to the hospital because he was feeling really ill and unwell. When he arrived at the hospital they did a fs and he was 113mg/dl and dexcom was reading 200mg/dl. The patient was given some IV fluids (does not know the name) and they did bunch of lab test on him. At the time of the call, he was still in the hospital awaiting lab results. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.